Event description:
The customer reported that the unicel dxc 800 pro synchron system generated high sodium (na) results and elevated controls (qc). There was no impact to patient treatment. The false high na result was not reported outside of the lab.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse found air leaking around the o-ring in the stack ratio pump. The fse replaced the stack ratio pump assembly to resolve the issue.